Event description:
Removal of endosseous dental implants. Two implants were placed (sites #18 & 19) in class iii bone during a routine procedure. The clinician reports that 3mm of the tps surface on the buccal was exposed and that the lingual tps surface was subcrestal. The implants were mobile at time of removal (2 months post-op). The pt smokes 1 pack per day.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.